Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device during a procedure. The following information was provided by the user facility: it was reported that the sheath didn't click in place and the angio-seal deployment failed; and no known impact to the patient.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed there has been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are no known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the toot cause. The device was manufactured to specifications and was released in a conforming state. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.